Event description:
It was reported by the affiliate that the (1) er320 was used during an unknown procedure. It was reported that the clips advanced without stoppage. The case was completed with another instrument. There was no consequence to the pt.